Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited no image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure no image was caused due to broken video cable. However, the most probable cause for additional malfunction, broken charged coupled device unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.